Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from an adapter. This event occurred during use with patient involvement. The extension set was in use for six days and the patient had been on peritoneal dialysis for six days when the disconnection occurred. The patient was performing continuous ambulatory peritoneal dialysis therapy and the catheter adapter that the patient uses is a baxter titanium adapter. The customer confirmed that the catheter adapter did not have any visible damage or residue on the threads and no device was used to assist the connection. The separation occurred while the patient was inactive. There was no patient injury or medical intervention associated with this event. No additional information is available.